Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this device had a battery monitoring voltage of 2.66 v after 55 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. This device does not meet inclusion criteria for the advisory. However, the device was explanted and premature battery depletion was suspected. No adverse patient effects have been reported.

Manufacturer narrative:
A request has been made for the device to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.